Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a clinical study for a pulmonary vein isolation (pvi) ablation procedure, a polarxfit balloon catheter was selected for use. Upon ablation of the left common pulmonary vein, effective cooling was not observed, and the ablation was stopped. Additional ablations followed. No further details were provided. There is no report of patient harm. The product is not expected to be returned.